Event description:
Reportedly, the instrument did not place properly formed staples along the lateral stalks and pedical. As a result, a new instrument was utilized to complete the case. However, more bleeding than normal occurred. Therefore, the surgeon decided to sutures the site to obtain hemostasis. Procedure: open cystectomy.